Event description:
Tens device was prescribed for use to help control pain associated with three compression fractures in thoracic spine. This was replaced with the enclosed tens device 6 days later. While using the tens, pt shifted in bed, causing one of the lead wires to pull out of an electrode. The exposed metal conductor on the end of the lead wire contacted their skin, giving them a severe, painful shock. The operation manual states, lead wires provided with the tens device are compliant with mandatory compliance standards set forth by FDA (page 7). In rptr's opininon, the electrode wire should plug into the lead wire, rather than the reverse arrangement on tens device. For safety's sake, this would prevent the possibility of the pt coming in contact with the conductor end still attached to the activated tens device. Pt decided the shock was so severe they would not use the device again. The minimal assistance provided was not worth the pain. Rptr is returning the device. Rptr feels the brief operation manual is not adequate or accurate. It fails to mention the enclosed rechargeable batteries must be charged for 10 hours before they will power the unit. It states, it is important to continue using a battery until the indicator light is no longer lit (page 10). In actual use, the indicator light stays lit long after the battery is capable of powering the unit.